Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed carbon dioxide (co2) results. Hsc reviewed the information provided by the customer and the instrument data which indicated poor water quality at the time of calibration prior to obtaining the discordant results. Replacement of the water filters restored acceptable water quality. After recalibration of the method, reprocessed samples produced acceptable results. The system is fully operational. A potential product issue has not been identified. The device is performing within specification. No further evaluation is required.

Event description:
Discordant falsely depressed carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista® 500 intelligent lab system. The discordant results were reported to the physician(s). The samples were reprocessed on an alternate dimension vista system and on the same instrument after the customer performed maintenance. The reprocessed results were higher than the discordant results. The reprocessed results from the alternate dimension vista system were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.